Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. Describe medical/surgical intervention for vaginal discharge including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent an uneventful abdominal mesh sacrocolpopexy procedure on (B)(6) 2015 and unknown mesh was implanted. On (B)(6) 2017 the patient presented with several months of offensive vaginal discharge and examination revealed large mesh extrusion through the vault requiring laparoscopic mesh removal. It was also reported that the surgeon planned mdt discussion and joint procedure laparoscopically with colorectal. On (B)(6) 2017, the patient underwent laparoscopic excision of vaginal vault and vault re-suturing. At review on (B)(6) 2017, the patient was well and asymptomatic with no signs of prolapse recurrence. The patient was discharged. Additional information has been requested.